Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from medtronic representative who reported patient's device flipped and was causing discomfort. It was reported that cause/factors that may have contributed to device flipping was due to the patient being pretty heavy and had a fair amount of fatty tissue above the fascia. Impedances were all good. A pocket revision was completed and larger sutures were used. Issue was resolved.